Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the patient experienced discomfort as the inflatable penile prosthesis (ipp) reservoir herniated and the pump was malpositioned and auto filling. A revision surgery was performed to replace the reservoir and reposition the pump. No information was provided about the patient outcome.